Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a navigation device being used for a product demonstration. It was reported that the camera cart started to show normal image but with some small scattering white stripes. Then only the medtronic logo was visible and a normal image on the main cart monitor. The system was rebooted and there was no image on the monitor anymore, it was a black screen with a red indicator light in the lower right corner. There was no patient involvement.

Manufacturer narrative:
Additional information: other relevant device(s) are: product ID: 9735795, serial/lot #: (B)(4). Device evaluation: the monitor was returned for evaluation. Visual/physical examination and functional testing were performed, and the reported problem was confirmed. The monitor wouldn't power up with a known good power supply. The display was black/blank. It was determined that there was an electrical failure with the monitor. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred on a demo system during a medtronic event. It was noted that it all happened spontaneously and that the rep was still waiting on a spare monitor to arrive so they had not replaced the defective one at the time of report. A rep had tested the system for any failures in connections in the back panel but everything was ok. At the time there was no red light on the monitor indicator and it looked like there was no current at all.